Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model number: sc-8416-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system developed an infection. It was not known if the infection was related to the device. Clinical signs included redness and oozing in the lower flank. The implantable pulse generator (ipg) and lead were explanted. Cultures were obtained; however, results were not available at the time of reporting. The patient was treated with antibiotics. The facility retained the explanted devices and subsequently disposed of them. Following the procedure, the patient postoperative course was reported as favorable, with no complications observed.

Manufacturer narrative:
The devices were not returned to boston scientific for analysis. A review of the device history records (dhrs) confirmed that the devices met all specifications prior to shipment. In addition, a labeling review did not reveal any anomalies. The labeling specifies that possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage, and although rare, epidural hemorrhage, seroma, hematoma, and paralysis. The labeling also notes that skin erosion at the ipg site can occur over time. These risks are recognized as known complications associated with the use of spinal cord stimulation (scs). Therefore, in absence of the devices return and analysis, the most likely root cause is that the reported events is a known inherent risk of with use of the devices as described in the devices labeling. Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model/catalog description: artisan MRI paddle lead 50 cm. Upn: m365sc8416500. Model number: sc-8416-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system developed an infection. It was not known if the infection was related to the device. Clinical signs included redness and oozing in the lower flank. The implantable pulse generator (ipg) and lead were explanted. Cultures were obtained; however, results were not available at the time of reporting. The patient was treated with antibiotics. The facility retained the explanted devices and subsequently disposed of them. Following the procedure, the patient postoperative course was reported as favorable, with no complications observed.